Event description:
It was reported that during patient scheduled follow up showed that the device had undergone an electrical reset and was pacing vvi/65. The device was reprogrammed back to its former settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical random access memory (ram) parity error power on reset (por) (B)(6) 2012 in location "0e 93". The device should be able to recover from the event and continue normal function.